Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed myself - mouth [mouth injury]; oral-b brushheads slip off, stabbed myself [injury associated with device]; oral-b brushheads slip off [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 15-feb-2017 that over a few months now, nothing that he/she did would keep the oral-b brushheads, version unknown on, describing that they just slipped off the oral-b rechargeable toothbrush, version unknown. The consumer explained that he/she had stabbed himself/herself a number of times, but the toothbrush worked fine otherwise. The case outcome was unknown. No further information was provided. On 16-feb-2017 received consumer's follow-up e-mail: the consumer reported that he/she initially thought the problem was due to the brush heads, so he/she bought new ones 3-4 months ago, but the same situation resulted. The consumer inquired as to whether or not the brush heads were universal for oral-b toothbrushes that had been purchased 2-3 years ago and also if the "sleeve" that the brush heads slid down on could wear down. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
On 28-apr-2017 product investigation results: reporter returned one toothbrush head, one oral-b braun toothbrush handle, and one charger on 03-apr-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Stabbed myself - mouth [mouth injury]. Oral-b brushheads slip off, stabbed myself [injury associated with device]. Oral-b brushheads slip off / head can fly off [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 15-feb-2017 that over a few months now, nothing that he/she did would keep the oral-b brushheads, version unknown on, describing that they just slipped off the oral-b rechargeable toothbrush, version unknown. The consumer explained that he/she had stabbed himself/herself a number of times, but the toothbrush worked fine otherwise. The case outcome was unknown. No further information was provided. On 16-feb-2017 received consumer's follow-up e-mail: the consumer reported that he/she initially thought the problem was due to the brush heads, so he/she bought new ones 3-4 months ago, but the same situation resulted. The consumer inquired as to whether or not the brush heads were universal for oral-b toothbrushes that had been purchased 2-3 years ago and also if the "sleeve" that the brush heads slid down on could wear down. The case outcome remained unknown. No further information was provided.